Manufacturer narrative:
510k/PMA: k093075 / k130596. Evaluation on-going.

Event description:
Laparoscopic hysterectomy; sealing of vessel + tissue; tissue type: mesentery. The device was never used on the pt. The fire started when it was plugged in before it was put into the pt. Dr. Was using the device when they plugged it into the generator it sparked and created a ball of fire on the tip of the caiman. They put the fire out, opened up another device and plugged it into the same generator. They did not record which generator was being used. No pt injury, surgical delay of 15 min.

Manufacturer narrative:
Manufacturing site evaluation: review of complaint product not possible, as device was not received. Review of database indicates no other complaints for the reported lot number.